Event description:
It is reported that a customer was hospitalized to have surgery for a heart transplant. The customer's blood glucose level was 80 mg/dl. The customer stated that the insulin pump was taken off of her at the hospital and now she can not find it. The customer was advised to file a police report. The customer did not have money for a replacement as of now. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.